Event description:
The customer reported vls air and the bellow is not draining errors and approximately fifty (50) milliliters of diluted blood and cleaner leaked onto the counter during sample analysis involving the coulter lh 750 hematology analyzer. The customer also noticed the blood sampling valve (bsv) tray contained the cleaner solution. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted as the system will not allow samples or reports to be generated with a vls air system error; the instrument goes into diagnostic mode. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed faulty y-fitting on the back side of fitting #75 and #77. The y-fitting was cracked not allowing the vacuum to drain the system. The fse noted the tubing was too short which added pressure on the y-fitting and caused it to break. The fse replaced the tubing and y-fitting then verified instrument performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).